Manufacturer narrative:
B3 event date is approximate, month and year of event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they had something that was inconsistent with the history of their device and wanted to talk to a representative to see if this was something that normally happens or if they had a problem. Patient clarified they normally charged once a week and when they charge, the implant would be down to about 30%. Patient then said they went to charge last week and the implant was at 0%, which was highly unusual, so they charged to 100%. Patient then looked at the implant 3 days later, on tuesday, and said the implant was at 20%, so they charge to full and then another 2 days later, the battery was again down to 20%. Patient confirmed they had not tried adjusting the settings that week before or changing to a different group. Patient also said they did adjust the stim up about 3 months ago, but not recently. Patient mentioned they called their doctor and were told to call the representative. Patient said they asked their doctor if their pain level being up would have made a difference, and the doctor said no. Patient confirmed their pain had been up for about 3 weeks. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and emailed field team in patient's area. A manufacturer representative (rep) responded they had spoke to the pt and scheduled a time to meet with the pt tomorrow.

Event description:
Additional information was received, it was reported there were no external/environmental or patient factors that contributed to the battery depleting faster. It was reported that one of the electrodes being used had a high impedance. The patient was successfully reprogrammed using an electrode with normal impedances. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.